Event description:
The patient went into bradycardia. An alarm went off, but one nurse claimed there was a delay of approximately six minutes before the code was called as there was no immediate alarm at the central station.

Manufacturer narrative:
H.3: philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.